Event description:
It was reported that one day post implantation of an initial right total hip arthroplasty, the patient developed significant shortness of breath and chest pain that was worse with deep breathing. The patient was diagnosed with bilateral pulmonary embolisms, was placed on oxygen, and given anticoagulation medication. No additional information.

Manufacturer narrative:
(B)(4). G2: foreign: canada. D10: cat# 6200-52-22 lot# 61237861 shell porous with cluster holes 52 mm o.d. Cat# 7711-11 lot# 61487763 femoral stem 12/14 neck taper plasma sprayed press-fit . Cat# 8018-28-02 lot# 61558147 femoral head 12/14 taper. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00058, 0001822565-2024-00844. 0002648920-2024-00059.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.